Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console did not display the expected iformation about the status of the battery back up system there were no adverse consequences to the patient as a result of this event.